Event description:
A report was received that the patient was not able to charge the ipg or it was not responding to multiple attempted charge to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was not able to charge the ipg or it was not responding to multiple attempted charge to the ipg. The patient will undergo an ipg replacement procedure.